Manufacturer narrative:
(B)(4). Investigation summary: four secondary sets, model ms3500-15 lot 20063241, was received by the customer for investigation. Upon visual inspection, it could be observed that the drip chamber was disconnected from the tubing for all returned sets. No other defects were observed. The customer's complaint that the tubing is not staying connected' was verified. A device history record review for model ms3500-15 lot number 20063241 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jun 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components for each of the four sets. It could be identified that there was insufficient solvent applied to the tubing during the assembly process. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to prevent future occurrences of this type. As part of the action plan, changes to the tube detector sensor and cleaning procedure are in the process of being implemented via CAPA# (B)(4). This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tubing disconnected from the 36 in 15 drop secondary set w/hgr. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the tubing is not staying connected, falls right off."